Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device recognized the attached pediatric electrodes as adult electrodes. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Contact with the customer during the investigation determined that the customer was using uni-padz with the AED plus device. The customer was advised to use pedi-pads ii instead of uni-padz with the device. Uni-padz are not compatible with the AED plus device. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.